Manufacturer narrative:
Concomitant medical products- model: ddbb1d4, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered out-of-range / high impedance alerts for the rv defibrillation coil and the tip-to-coil pacing impedance. A rv coil fracture is suspected. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that right ventricular (rv) lead rv defibrillation coil impedance and the tip-to-coil pacing impedance were varying / erratic. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the right ventricular def ibrillation coil developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 21 cm from the proximal end of the lead. If information is provided in the future, a supplemental report will be issued.